Manufacturer narrative:
(B)(4). The event occurred between (B)(6) 2016. The device was received for evaluation. Visual inspection revealed that the chamber was disconnected from the tubing. Further visual inspection found that the tubing was under inserted into the chamber. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be an error during the manufacturing process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a flo-gard IV solution administration set disconnected from the chamber. This occurred during setup and before the set was spiked into an unspecified product. There was no patient involvement. No additional information is available.